Event description:
It was reported that during the use of the product (a medication cassette), the customer found a crack in the connection part. No patient injury was reported.

Manufacturer narrative:
Testing / inspection: four (4) pictures attached for evaluation: results: in pictures, it was observed the male connector from extension set is broken at the middle. The complaint is confirmed. Molding technical revision was conducted on the pictures, and it was concluded that this type of damage it could be caused due to a combination of molding properties and the design of the part. One (1) sample was returned for evaluation; decontaminated with its original open package. Result: observe the luer male damage, cracking, the failure mode reported is confirmed. Root cause based on the tests performed to replicate the failure mode, where the trial 5 was the most likely similar to picture received, it is considerate that the root cause could be related to the properties how the component was molded. Action taken: to establish more objective evidence in to eliminate the variable of molding property that could cause this fracture two corrective actions were taken: on 21-may-2021 an escalation to the supplier was initiated scar under snn (B)(4) to further request investigation on the properties on the molded process for this component. Incoming inspection pulled this component from ship to stock and will start monitoring with a sampling per ansi/asqc z1.4 single to inspect by attribute in each received lot until the investigation from supplier is completed.

Event description:
It was reported that during the use of the product (a medication cassette), the customer found a crack in the connection part. No patient injury was reported.

Manufacturer narrative:
Testing / inspection: four (4) pictures attached for evaluation: results: in pictures, it was observed the male connector from extension set is broken at the middle. The complaint is confirmed. Molding technical revision was conducted on the pictures, and it was concluded that this type of damage it could be caused due to a combination of molding properties and the design of the part. One (1) sample was returned for evaluation; decontaminated with its original open package. Result: observe the luer male damage, cracking, the failure mode reported is confirmed. Root cause based on the tests performed to replicate the failure mode, where the trial 5 was the most likely similar to picture received, it is considerate that the root cause could be related to the properties how the component was molded. Action taken: to establish more objective evidence in to eliminate the variable of molding property that could cause this fracture two corrective actions were taken: on (B)(6) 2021 an escalation to the supplier was initiated scar under snn (B)(4) to further request investigation on the properties on the molded process for this component. Incoming inspection pulled this component from ship to stock and will start monitoring with a sampling per (B)(4) single to inspect by attribute in each received lot until the investigation from supplier is completed.